Event description:
On 10/06: customer reports during procedure (procedure type and patient information not provided) the table stopped moving. Patient was moved into another room for completion of the procedure. No reported injury.

Manufacturer narrative:
The facility biomed determined the lack of table movement was due to a bad sensor. The biomed repaired the table by replacing a limit switch. The system is now operating as intended, and was returned to service.